Event description:
During a procedure, upon stimulation delivery, an error message appeared stating "turn stim pot off". Troubleshooting included adjusting the knob settings and moving ports on the generator, however resolution was not found. The procedure was cancelled and pain medicine was injected to the target area for pain. There were no adverse patient consequences.

Manufacturer narrative:
During investigation, power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event could not be conclusively determined as the issue reported was not reproducible during the functional testing.

Manufacturer narrative:
Additional findings from service revealed a screeching sound when the replacement upper assembly was connected to the lower assembly. The reported ¿no stim, turn off stimulation pot off¿ error message was also displayed. The root cause of the issue was isolated to an abnormal functioning stimulation board. The stimulation board was replaced which resolved the screeching sound and the error message displayed.